Event description:
It was reported that during the procedure, while advancing a 3.0x38 rx xience prime stent delivery system (sds) into an unspecified guiding catheter, to treat a non-calcified, 85% stenosed lesion in the left anterior descending coronary artery, resistance was felt between the xience prime sds and guiding catheter, force was applied, and the proximal shaft of the delivery system bent approximately 20 degrees, while inside of the guiding catheter. While attempting to straighten the bent proximal shaft, the shaft reportedly fractured, but remained intact and not completely separated. The xience prime sds was withdrawn from the anatomy. Another 3.0x38 rx xience prime stent was successfully deployed. There were no adverse patient effects and no occurrence of a clinically significant delay. The (B)(4) lab, received device with its proximal (hypotube) shaft separated. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance. Evaluation summary: the device was returned for evaluation. The shaft bend/kink was confirmed. Shaft fracture/break was not confirmed; however, shaft separation/detachment was noted. Guiding catheter resistance could not be tested, due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reported information, it is likely that the force applied created material fatigue, which bent/kinked the shaft and subsequent attempts to straighten the bent/kinked shaft, likely caused the shaft fracture break. As the shaft was fractured/broken, it is likely that it completely separated during handling for return shipment. Based on the information reviewed, there is no indication of a product deficiency.